Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable assembly was evaluated and replaced. The x-ray tube was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system displayed kv on in error messages. This error results in a system shut down situation. There is no report of death or serious injury.